Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a slow ventricular tachycardia (vt) that did not get therapy from the patient¿s implantable cardioverter defibrillator (ICD). It was noted that the patient passes out when they have untreated vt. The ICD was reprogrammed to treat slow vt. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.